Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was treated with continuous renal replacement therapy using a prisma m100 pre set and prisma machine. Approximately one hour after starting treatment a blood leak at the venous pod was observed. According to the customer the external blood leakage was limited to 20ml. The treatment was discontinued and the extracoporeal blood volume was returned to the patient. The patient was not symptomatic and did not require medial intervention as a result of the blood loss. Treatment was successfully restarted using the same machine and a new filter set.